Event description:
Doctor alleged that previous models of accent pacemakers had overestimation of battery longevity and it seems to be a trend. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Doctor alleged that previous models of accent pacemakers had premature battery depletion and overestimation of battery longevity and it seems to be a trend. No additional information was reported.